Event description:
It was reported that upon removal of the quattro line from two patients, clots were observed on the tips and both patients had pulmonary embolism. This report will address the second patient. The first patient affect is captured under (B)(4) with MFR number 3003793491-2013-00574. It was reported that a (B)(6) male, weighing (B)(6), was admitted on (B)(6) 2013, for post cardiac arrest (unknown source). Patient went into ventricular tachycardia (vtech). Chart notes stated that a pulmonary embolism (pe) could not be ruled out nor confirmed as the original source of the vtech arrest. A quattro line was inserted on (B)(6) 2013 in the right femoral vein. There were no difficulties encountered during insertion. The line was inserted in one attempt. The catheter was inserted on (B)(6) 2013 and was removed on the (B)(6) 2013. At the time of removal there was a visible clot on the end of the catheter. Reportedly, the patient did not go into any respiratory arrest at the time of or after the removal of the quattro catheter. Laboratory tests for coagulation were performed in the emergency department upon admitting and prior to the therapeutic hypothermia. The results of these tests were not provided by the customer. Although the patient was not a high risk for dvt, a sequential compression device (scd) was used as a dvt prophylaxis. The patient was also on daily 40 mg of lovenox which was increased to 100 mg daily after the pe was found. CT scan performed on (B)(6) 2013 showed clot in main pulmonary artery located in the left lobe of the lung. The patient was only non-ambulatory for minutes prior to arresting and the start of intra vascular temperature management (ivtm). Procedures before ivtm were CPR and head CT scan. A right femoral arterial line was also placed in the patient. The patient recovered and was discharged home. The date of discharge was not provided.

Manufacturer narrative:
Zoll medical corporation has not received the device. A supplemental report will be filed if the product is returned for analysis.